Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer also reported that the insulin pump was not working. Customer not able to troubleshooting. The insulin pump will not be returned for analysis.